Event description:
It was reported that during a coronary angioplasty a balloon pinhole occurred. The de novo eccentric 80% stenosed target lesion was located in the mildly tortuous and mildly calcified mid third of the left anterior descending artery. The 2.0 x 12mm maverick 2 monorail was being used for pre dilation when it was noted that contrast media was leaking from the balloon. A pinhole was noticed in the balloon. The balloon was removed in tact. The procedure was completed with another device. No patient complications were reported and the patient's status as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary angioplasty, a balloon pinhole occurred. The de novo eccentric 80% stenosed target lesion was located in the mildly tortuous and mildly calcified mid third of the left anterior descending artery. The 2.0 x 12mm maverick 2 monorail was being used for pre dilation when it was noted that contrast media was leaking from the balloon. A pinhole was noticed in the balloon. The balloon was removed in tact. The procedure was completed with another device. No patient complications were reported and the patient's status as stable.

Manufacturer narrative:
Device evaluated by MFR.: the maverick 2 balloon catheter was received and the tip was flared. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the proximal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).